Event description:
Nursing reported the ventilator alarmed and the screen grayed out, and ventilator shut down and restarted. During restart the pt's vitals (blood pressure, heart rate and oxygen saturation) dropped. The pt was critical, on high levels of peep and pressure support (levels unk). The pt was removed from the ventilator and bagged. As a result of the levels of ventilatory support required the customer believes that the pt "could have coded" without intervention when the ventilator restarted. The customer did not know what levels the pt's vital signs were at, and what they reportedly decreased to. The MFR's field service tech was unable to duplicate the customer reported problem. The service tech reported a diagnostic code that indicated a ventilator restart. The service tech replaced the cpu, sensor and main boards, power switch, power supply and power cord as a precaution. Performance verification testing and extended self testing (est) was completed and all tests passed per operating specifications.

Manufacturer narrative:
Na